Manufacturer narrative:
The hill-rom technician thoroughly tested and inspected the bed and found no issues. The bed alarms functioned as designed. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and xero the bed exit system. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit was not alarming. The bed was located at the account in the hca warehouse. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).